Manufacturer narrative:
The patient's weight was unable to be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had been receiving inadequate therapy. No impedance issues were found. In turn, the patient's lead was explanted and replaced to address the issue. An additional lead was also implanted during the procedure.